Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, an inaccurate gauge reading occurred. The lesion was located in the tibial artery. The physician advanced an unspecified sized wanda balloon to the lesion and began inflation with an (B)(4) inflation unit. During inflation the pressure moved from 0-2-4-6-8 atms in increments of two atms. The procedure was completed with this inflation unit. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the returned unit components were visually examined for any damage or defect and no issues were noted. The unit was primed with 5ml of water and the handle rotated to 26atms. It was noted that the gauge stopped at 4atms during rotation and when the plunger was rotated again it jumped to 6atms. This issue only occurred once. A full functional test of the complaint device was performed and at no stage during testing did the gauge needle skip. The device passed functional testing. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, an inaccurate gauge reading occurred. The lesion was located in the tibial artery. The physician advanced an unspecified sized (B)(4) balloon to the lesion and began inflation with an encore26 inflation unit. During inflation the pressure moved from 0-2-4-6-8 atms in increments of two atms. The procedure was completed with this inflation unit. No patient complications were reported and the patient's status is stable.